Manufacturer narrative:
Unit was not received in manufacture mode. Pump passed sleep current measurement, active current measurement, self test and displacement test. No missing segments or partial display noted. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert due to non-sleep anomaly software error. Unit received with minor scratches on case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen display was not normal. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.